Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to vomiting and diabetic ketoacidosis. Cause of elevated bg level was unknown; however customer believes the issue could be with the non-tandem infusion set. Additionally, customer was told by healthcare provider that they had an infection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.